Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer incorrectly set the carbohydrate ratio when programming the pump. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer's blood glucose level was 236 mg/dl.